Event description:
It was reported that bd alaris gravity set had air in line. The following information was received by the initial reporter with the following verbatim it was reported by customer that they are having issues with air in line on secondary tubing.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "having issues with air in line on secondary tubing" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10016073 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.